Manufacturer narrative:
Plant investigation: the actual cycler device was returned to the manufacturer for evaluation. A visual inspection of the returned cycler exterior and interior showed no signs of physical damage or discrepancies. The device was subjected to a simulated treatment test which was completed without any failures or problems. The system air leak test, valve actuation test, and load cell verification test passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported feeling very full and can barely move after fill 1. The patient alleged that the cycler filled almost 5000 milliliters (ml) in fill 1 of 4 as the bag was almost empty. The cycler had given m65 scale reading error warnings twice in fill 1. The patient cancelled treatment and had re-set up with new supplies. The treatment record shows that the patient had only filled with 2299 ml and in the start of the new treatment for drain 0, the patient had drained 5207ml. The reported large drain of 5207ml was over 200% of the expected drain volume. Follow-up information with the patient¿s pd nurse revealed that the patient did not complete treatment but had been able to complete treatment the next scheduled time with manual pd therapy. The patient did not experience any adverse reaction and did not require any medical intervention. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The cycler was stated to be available for return to the manufacturer for physical evaluation; however, at this time, the cycler has not been received by the manufacturer.